Manufacturer narrative:
Based on additional information from product engineering, the unit would continue to ventilate with the carrier board failure. Thus , this case was further assessed as not reportable. The ge healthcare service representative replaced the carrier board to resolve the reported issue.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, the system shutdown (blank screen without audio alarm ) and no ventilation available at that time. There was no reported patient injury.